Event description:
The customer reported the insulin pump shutting off and restarting unexpectedly. There was no significant event reported leading up to the alleged incident. During troubleshooting a weak battery alert and a low battery alert were discovered in the device history. The customer also reported receiving inappropriate low alerts, including threshold suspend when the customer's blood glucose was about 175 mg/dl. The customer declined troubleshooting for the sensor glucose vs. Blood glucose disparities. Due to the unexpected pump restart and battery alerts, a replacement battery cap will be sent to the customer. The customer's blood glucose value during the phone call with the helpline was not reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.